Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the potential for a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to ods request for spare parts purchase. Details about the equipment status or the problem were not provided by sales team.